Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the xyz coordinates to the secondary rack needed adjustment. The instrument was adjusted, tested without further problem, and returned to service.